Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load prior to the valve implant attempt. However, the media file provided shows evidence that the paddle was not well seated within the paddle attachment which would indicate a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. In this case, evidence supports that a misloaded valve was attempted to be implanted which would explain the issues reported. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure; no misload was identified. The "ratchet" mechanism engaged was clarified to be the tactile mechanism/rumble strip during deployment as the capsule responded for the first third when the deployment knob was turned. After the first third, the capsule did not respond. It was noted that the misload was due to a new valve loader.

Manufacturer narrative:
Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, there was difficulty loading the valve, particularly in achieving proper paddle alignment. The valve was loaded three times due to inability to seat the paddles into their pocket, and after the third attempt, alignment was judged to be "good". The system was advanced via the femoral artery; however, significant resistance was encountered while tracking the delivery catheter system (dcs) over the guidewire, which required push¿pull maneuvers to advance. Once positioned at the aortic annulus, deployment began, but after approximately one-third of deployment, the capsule remained stuck and further rotation was no longer possible. The "ratchet" mechanism engaged, but the valve remained only one-third open and could not be further rotated. Attempts to recapture the valve were unsuccessful. The valve was ultimately withdrawn towards the femoral access site and removed using the inline sheath. A new non-medtronic valve was used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: {evfxplus-29}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}; product ID: {l-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.